Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 3006705815-2024-01701. It was reported that the patient's was experiencing ineffective therapy and was unable to set their ipg to MRI mode. Further investigation revealed high impedances on leads. As a result, surgical intervention may be undertaken to address the issue.